Manufacturer narrative:
(B)(4). The report number is mw5099702. The MDR report key is (B)(4). The MDR text key is (B)(4).

Event description:
Complaint found in maude database: "md placing temporary dialysis catheter. As md was removing guide wire, the metal of the guide wire began to uncoil. Md stopped procedure, and got help from attending. Faulty hd catheter and guide wire were removed w/o issue and new hd catheter was placed. FDA safety report ID# (B)(4)."

Event description:
Complaint found in maude database:"md placing temporary dialysis catheter. As md was removing guide wire, the metal of the guide wire began to uncoil. Md stopped procedure, and got help from attending. Faulty hd catheter and guide wire were removed w/o issue and new hd catheter was placed. FDA safety report ID# (B)(4)."

Manufacturer narrative:
Qn#(B)(4). The report number is mw5099702. The MDR report key is 11398331. The MDR text key is 234435400. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.